Event description:
It was reported the user has sustained shocks from bed frame due to exposed wires within the hand pendant. No patient injuries were reported as a result of this event.

Manufacturer narrative:
It was reported the user has sustained shocks from bed frame due to exposed wires within the hand pendant. No patient injuries were reported as a result of this event.